Event description:
When contacted for follow up information on the event, the healthcare professional (hcp) had reported that the cause of the event was unknown and that they had not seen the patient since (B)(6), 2009. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the patient lost therapeutic effect. The patient noticed a return of symptoms about 3 weeks ago. The patient could not feel stimulation. It was noted the patient had sustained more than one fall. It was reported the patient's "whole digestive system has shut down." Additional information has been requested, but was not available as of the date of this report. Digestive system shut down.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).